Event description:
The physician achieved arteriotomy closure of the right common femoral artery with the perclose a-t (the closer ak) device after a diagnostic procedure. At an unspecified time following the procedure, the cardiac cath lab staff noticed the pt's pulses were absent in the right foot and groin". The physician consulted a vascular surgeon and the pt was taken to surgery for vessel repair. In surgery, the vascular surgeon noted some intimal damage and thrombus formation in the right femoral artery. The unspecified surgical procedure was successful and the pt's blood flow was restored to the right leg. There were no other complications noted and the pt was discharged two days later.